Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose between 500 mg/dl and 600 mg/dl after programming new insulin pump. Customer believed that all settings may have not been entered due to high blood . Customer reverted to manual injection. Troubleshooting was declined since customer was going to training.